Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿capsular contracture baker grade IV¿. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause. Laboratory analysis summary device photograph(s) for the device related to the reported event of capsular contracture was requested on (B)(6) 2026. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported ¿capsular contracture baker grade IV¿. This record is for the right side. Device was explanted.